Event description:
An end user's ankle was severely injured in a forklift accident, and they were using a folding cane to walk. The handle on the folding cane broke while in use. The end user did not fall, but suffered pain from the additional pressure on their foot. Reportedly they were bedridden for two days due to the pain.